Event description:
Spoke with user facility. When dr tried to remove a 4mm implant using the tre05 it would not cut into the bone. The rn was not assisting in the surgery and could not give any more information. Co explained that it may not be at fault with the component but rather with the manner it was used, but that the co would go ahead and invesitgate and get back to the user facility. Will call user facility with results also. Component invoice #8030403.